Manufacturer narrative:
Evaluation - without the opportunity to examine the device, no conclusions could be drawn about the reported event. Without lot identification device history review could not be performed. Two-year complaint history review found this to be the only report for this part number.

Event description:
A revision procedure was performed on (B)(6) 2018 when upon exposure, it was noted that a reform 9.5 x 80mm polyaxial pedicle screw (39-pa-9580) was broken at the neck. While attempting to tap a hole where a previously implanted screw was removed, the tip of the pedicle screw tap assembly - 4.5mm (39-sp-0545) broke and the tip of a polyaxial driver assembly reform pedicle screw system (39-sp-0730) broke while inserting a screw into the same existing hole. The broken tip of the driver was removed, the status of the broken tap tip is unknown. The reason for the revision is unknown.